Event description:
It is reported that the product was packaged without the screw.

Manufacturer narrative:
This report will be amended when our investigation is complete. The investigation identified that all 20 pieces from this lot were packaged without screws. A field action is being conducted to voluntarily remove this lot from the field due to the missing screws. This field action has been reported to the FDA under 1822565-03-24-2015-004-r. No devices or photos were returned.